Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the device had triggered eri and patient will be scheduled for replacement. Recently, the patient felt the patient notifier again and a merlin.net transmission was logged for non-sustained rv oversensing event. Review of the session record indicated a diagnostic anomaly. Programming changes were discussed and implemented.

Event description:
New information received indicated that another occurrence of diagnostics anomaly was observed. No programming changes were made. The patient was asymptomatic.